Event description:
The customer reported that the system was intermittently freezing up (locking up). There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the general purpose operating system were replaced. The system was then found to be operating as intended.